Event description:
A customer reported problems with the digital marker microscope, medical intervention was required: toric repositions in the unknown eye of a patient, during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root causes user - error. The verion supports a maximum tracking range of +-15° and for any reason if the system is pushed to work outside this range (levels of centration, zoom, illumination), this will lead to compromised performance of the verion system. Hence the flopping around of the axis. The manufacturer internal reference number is: (B)(4).